Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and discovered the cap piercer vacuum waste valve obstructed with sample tube rubber caps. The fse removed the obstruction and cleaned the vacuum valve with bleach to resolve the issue. No further leaking was observed. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported the cap piercer of the unicel dxc 600i synchron access clinical system leaked approximately 3cc (cubic centimeter) of wash solution. The customer was wearing a lab coat and gloves. There were no reports of direct contact with the leak or of injury as a result of the leak. Erroneous results were not generated in connection with this event.